Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 350 mg/dl. The customer was experiencing acute renal failure and has had elevated potassium and sodium but feel okay to troubleshoot. He treated with a manual injection. Customer's blood glucose value was 326 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. He could no perform the hp test and will not be calling back to do so. When it came to troubleshooting for the high blood glucose, he declined to remove/change the set because he had already changed it 3 times and the infusion set change dropped his blood glucose down to 246 mg/dl. He declined to check to see if the infusion set had a bent cannula. Customer declined to review the bolus history. He stated that he had issues troubleshooting because some of the buttons were sticking. The pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. Unit received with intermittent button response on all the buttons due to flattened button dome switches (creased). No button error alarm during testing. No unlocked lcd keypad connector during visual inspection. Unit received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.